Event description:
During a premature ventricular contraction (pvc) ablation procedure in the right ventricle, a perforation was noted with no intervention needed. During ablation, the patient had a wandering malaise following painful local anesthesia. The patient became hypotensive and an ultrasound revealed a slight pericardium (3mm) not evolutive. With the focus of the extrasystoles removed, protamine was administered and he procedure was stopped. The patient was placed under observation and discharged the next morning. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The contact force baseline was also reset outside of the patient and the ¿check baseline¿ message was displayed intermittent throughout the log. The ensite contact force module instructions for use (IFU) warns ¿baseline drift of the force output may occur during the procedure. Operator should verify baseline integrity periodically during use. To check for baseline drift, position the catheter tip in a free-floating position away from the heart wall. In case of significant baseline drift (e.g. >5 g), a reset to zero should be applied by clicking the reset force button on the ensite¿ contact force module screen (when not ablating).¿ the IFU also states ¿baseline operation should be checked regularly and if necessary reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body; after reinsertion into the patient¿s body after retraction through a sheath; when the message ¿please check baseline¿ displays.¿ force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation remains unknown.